Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that during a total gastrectomy case, the device was not sealing completely, although endtones (indicating completed seal cycles) were heard. The surgeon reportedly continued to use the same device. After sealing and cutting the arteriae gastricae breves, bleeding occurred on both sides (distal and proximal) of the concerning part. Suture ligation was used to stop the bleeding. More than 500 cc blood loss occurred, requiring a blood transfusion. A new device was opened and used for the remainder of the procedure. The patient outcome is not currently known.